Event description:
Customer called to report a damaged insulin pump. Customer stated that the reservoir compartment is cracked and is missing plastic. Customer's blood glucose reading was 172 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.